Event description:
It was reported that an individual using an ilet experienced recurrent low glucose after the pump delivered correction boluses while glucose was elevated, followed by a meal announcement entered when the glucose was 76 mg/dl and falling; the agent reviewed synchronization logs and noted rapidly declining glucose and advised that insufficient fast-acting carbohydrates with the meal likely contributed to subsequent lows. Symptoms included urgent low glucose, urgent low soon, and low glucose events. Outcomes included on-call troubleshooting and user education with recommendations to monitor glucose trends and stabilize before meal announcements and to use oral fast-acting carbohydrates such as juice or glucose tablets as needed. Investigation included review of device data logs. Investigation of this case revealed no device malfunction, with the event consistent with hypoglycemia due to timing of meal announcement during a downward glucose trend and potentially inadequate carbohydrate intake in the meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.